Manufacturer narrative:
(B)(4). Returned meter evaluated and unable to replicate customer complaint. Wrong test strips returned for evaluation. Most likely underlying root cause of malfunction: environmental testing conditions. (B)(4).

Event description:
Consumer reported complaint for high results. The customer is concerned with tests results obtained. The customer's expected fasting blood glucose test result range is 89 to 98mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is 1/1/2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is concerned with any reading result over 100mg/dl. Unable to confirm date and time on last blood results.